Manufacturer narrative:
Correction: updating b5 with note of fracture.

Event description:
It was reported that both leads had fractured.

Event description:
Related manufacturer report number: 2017865-2025-12763. It was reported during in clinic follow up that the atrial and ventricular pacing leads exhibited a failure to capture. This loss of pacing resulted in patient dizziness. It was discovered that the leads displayed signs of subclavian crush. The leads were explanted and successfully replaced. Patient stable following procedure.

Manufacturer narrative:
The reported events were subclavian crush, lead fracture and failure to capture. As received, a partial lead was returned in three pieces. The helix was partially extended and clogged with blood/tissue. The reported event of failure to capture was confirmed. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event of failure of capture was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. The reported events of subclavian crush and lead fracture were not confirmed. Visual inspection of the lead did not find any other anomalies except procedure damage.